Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device would not grip the k-wires was not confirmed. However during repair, it was determined that the device had excessive vibration and corroded components. It was further determined that the device failed pretest for smooth running and check for untrue running. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the coupling device was not gripping the k-wire. During in-house engineering evaluation, it was determined that the device had excessive vibration and corroded components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.